Event description:
The health professional was having difficulty accessing the center port of the pump. The pump moved around in the pocket. The pt was a spinal cord injury pt and had little muscle in her stomach. After the refill, the pt experienced symptoms of overdose including dizziness, respiratory depression, somnolence and heart rate in the 30's. The pt was admitted to the hosp, the pump was stopped and two doses of physostigmine were administered. Following this, the pt's heart rate increased and she was breathing with the help of a CPAP (continuous positive airway pressure) machine. The pump was used to deliver baclofen. Add'l info has been requested from the hcp, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
Explant date is approximated due to the limited information given. . The codes are being updated. The previously reported codes no longer apply. (B)(4).

Event description:
The health professional was having difficulty accessing the center port of the pump. The pump moved around in the pocket. The patient was a spinal cord injury patient and had little muscle in her stomach, making the pump hard to find. A refill occurred at 1pm on the day of report. Following the refill session, the patient experienced symptoms of overdose including dizziness, respiratory depression, somnolence and heart rate in the 30's. The patient was admitted to the hospital, the pump was stopped and two doses of physostigmine were administered. Since then her heart rate has increased and she is breathing with the help of a CPAP (continuous positive airway pressure) machine (not intubated). They also are concerned with baclofen withdrawal symptoms once the overdose has been managed so are ready to go with oral baclofen and restarting/refilling the pump as needed. The patientwas previously receiving baclofen 98ug/d (1000ug/ml) additional information received from the patient verified that they had their neuro pump device removed 2 years ago. The patient had an unfortunate overdose when it was being refilled back in (B)(6) 2008 and had not used it since. When they were having gallbladder surgery, the physician removed it locally.